Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the alleged deficiency of the suture? It is possible that the pds plus was not tied tightly. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - female, the others are unknown. Date of index surgical procedure? 2023. The date is unknown. The diagnosis and indication for the index surgical procedure? Tka. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Tka. On what tissue was the suture used? Subcutaneous dermis, 5-6 cm above the knee. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Unknown. What tissue dehisced? 5-6 cm above the knee. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Wound dehiscence above the knee occurred when the patient fell. Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? The patient fell. Please describe any surgical intervention required for the wound dehiscence including date and findings. Remove sutures and re-suture. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure. Thread was cut. What symptoms did the patient experience following the index surgical procedure? Wound dehiscence above the knee occurred when the patient fell. It was re-sutured and there is no problem now. Onset date? 2023. The date is unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? There are two factors in this event. First was the patient fell, second was not tied the suture tightly. What is the patient's current status? There is no problem. The patient has been discharged. Lot number? Unkown. If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # : (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m . H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the alleged deficiency of the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a total knee arthroplast procedure on an unknown date and suture was used. Three months after, a wound dehiscence above the knee occurred when the patient fell. It was re-sutured and there is no problem now. [Product use details] at a pitch of 7 mm, instrument knot was performed subcutaneously. [Surgeon¿s opinion about causal relationship between product and event] no additional information was requested.